Manufacturer narrative:
H3 other text : device requested but pending answer.

Event description:
It was reported that the difference in the heart rate compared with another monitor is quite big. A heart rate difference between the pulsioflex and the bedside monitor of more than 25% was reported. No harm to the patient was reported. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference #(B)(4).

Manufacturer narrative:
It has been reported that a noticeable pressure difference (<10mmhg) systolic between pulsioflex with picco module and the bedside monitor occurred. The difference was rated as implausible as the difference was quiet big. No harm or clinical consequences occurred. A systematic design or production issue is considered as unlikely due to the low complaint rate (< 1%). A risk assessment has been performed for previous similar failure description. It was concluded that, the pulsion algorithm can be regarded to show a conservative behavior, which alarms the physician early that a critical hemodynamic situation is present, but never too late. Therefore, the pulsion algorithm is not considered to lead to a patient risk. However, users might get confused by value differences in between monitors. A DHR review did not reveal any nonconformity or deviation from specification relevant to the reported issue. An inspection could not be performed due to non availability of the product, which was not returned. However it was reported that the device worked fine after recalibration. In total it cannot be determined if an user error had occurred, which could have contributed or caused the described event. The IFU indicates: ¿if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ no patient data was available, therefore we can not determine patient related contributions to the event. Overall, the exact root cause could not be determined. The complaint investigation has been performed to the most possible extent.